Event description:
Facility reports that tip broke off during procedure. No pt injury or medical intervention reported. Note: facility notified MFR on 04/23/2008 of incident that occurred in 2006.

Manufacturer narrative:
Sample requested for eval, but not received at time of this report.